Manufacturer narrative:
Additional narrative: manufacturing evaluation was conducted. The report indicates that the investigation confirmed that the proximal tip from applicator inner shaft broken off and jammed inside applicator knob. Furthermore the sliding button ¿push for release¿from applicator knob is blocked. The applicator outer shaft which complement the instrument and was used inside application inside damages raised was not returned for investigation. Investigation of documentation for material and manufacturing shows that the two components confirm specification, 03.812.003 produced in 2014 and 03.812.004 produced in november 2013. No failure in material or manufacturing could be detected. Afterwards and without further details it is unfortunately not possible to determine the exact cause which induces the damages. An unforeseen mechanical force caused the blockade of the tip from applicator inner shaft inside applicator know and subsequent the tip crack and jamming of the related sliding button. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the proximal tip of the applicator on inner shaft broke. Broken device is sticking into the knob. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. (B)(6). Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that there no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.